Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the reamer was not cutting well during case. Must have been used many times. No harm to patient.

Event description:
It was reported that the reamer was not cutting well during case. Must have been used many times. No harm to patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. The cutting teeth are worn and chipped. Machining marks are visible on the cutter¿s teeth. The most likely cause of the reported event was the wear and tear of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.